Event description:
This writer went to stick the patient with a lancet to take a blood sugar. The safety was removed to stick the patient, and when the lancet was pushed into the finger, there was no needle attached. The spring with the needle had fallen out of the lancet and had fallen onto the floor with the needle exposed.